Event description:
Patient had a prostatectomy about 5 years ago and had undetectable psa values until recently. Recent testing with the dimension psa method indicated as positive test result. On the basis of this testing, a full course of radiation treatment was provided. Subsequent to the radiation treatment, the dimension psa value continued to be elevated. The patient sample was then tested on alternate equipment (dianon) which resulted in a 0 psa value.